Manufacturer narrative:
The device evaluation was completed on 21-jan-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was missing and the dilator was bent. The root cause of the resistance felt during the dilator insertion could be related to the dislodgment of the hemostatic valve, causing a temporary blockage of the sheath, however, as the hemostatic valve could not be found for further analysis to determine the root cause of its dislodgment no more conclusion could be reached. A device history record was performed and no internal action related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that there was resistance when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced and the procedure was continued. There was no patient consequence reported. Additional information was received on the event. The resistance was both during insertion and withdrawal of the catheter. The sheath seemed to be narrowed. They were able to move it a bit but with a lot of resistance and inhibited movement noted by the physician. They were inserting the catheter into the sheath. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-jan-2022, the hemostatic valve was missing. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable lab finding was 21-jan-2022.